Event description:
The info provided to sjm indicated a double valve replacement procedure was performed with a 29mm sjm masters series valve (medwatch report#2648612-2014-00022) implanted in the mitral position and this 21 mm sjm regent valve implanted in the aortic position utilizing non-everting sutures with pledgets. Six months postoperatively, the pt developed hemolysis. Blood transfusions were required every two weeks. Both valves were explanted and replaced with tissue valves from another manufacturer. Postoperatively, the pt was reported to be stable.